Event description:
It was reported "during procedure, when tired inflated the balloon it ruptured lead to not being able to use in the procedure". Additional information states that the iab catheter was removed and replaced. The second iab was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the one-way valve was tethered to the short driveline tubing. The stylet was noted fully inserted within the iabc central lumen. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to the quality system document. The stylet was removed from the iabc central lumen without any difficulty. The iabc central lumen was aspirated and flushed using a 60cc lab inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufac-turing procedure. A leak was immediately detected from the outer lumen. The leak site was con-sistent with contact from a sharp object, and it was noted on the outer lumen approximately 51.8cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "when tired inflated the balloon it ruptured lead to not being able to use in the procedure" is confirmed. During the investigation, the iab catheter was confirmed with a leak from the outer lumen, which allowed blood to enter the helium pathway. The outer lumen leak site identified was consistent with contact from a sharp object. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifica-tions were not met during the complaint investigation due to the leak from the outer lumen. The probable root cause of the outer lumen leak is customer handling related. No further action required at this time. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4). The reported complaint of iab leak suspected is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "during procedure, when tired inflated the balloon it ruptured lead to not being able to use in the procedure". Additional information states that the iab catheter was removed and replaced. The second iab was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "during procedure, when tired inflated the balloon it ruptured lead to not being able to use in the procedure". Additional information states that the iab catheter was removed and replaced. The second iab was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).